Event description:
Retrieval ivc celect device broke in patient so the physician needed to do an extra puncture in groin to retrieve the broken piece biopsy forceps used to retrieve it. Patient is ok. Updated information: no part of the device remained inside the patient.

Manufacturer narrative:
(B)(4). Event evaluation: still under investigation.